Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 108," "discharged fault," and "defib fault 78" messages. Complainant indicated that there was no pt involvement in the reported malfunction.